Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-2218-50; serial number: (B)(4); batch/lot number: 16126974; model/catalog description: linear st lead kit 50 cm. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing inadequate stimualtion due to lead migration. The patient underwent an explant procedure.